Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving an "apply sample" message. This complaint is classified according to the documentation of the customer care advocate. The reported issue began the same day at 7:30am. At 7:40 am, the patient reportedly developed symptom described as "sweaty." The patient did not take any action in regards to diabetes treatment and did not receive any medical intervention. The patient did not test on any other device. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The apply sample message was resolved with training. This complaint is being reported because the patient claimed that she had symptom suggestive of hypoglycemia 10 minutes after the reported issue began. Replacement products were to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.